Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger was discovered to be damaged during use with a bd needle 16ga 1-1/2in. The following information was provided by the initial reporter: had a problem with the reconstitution of the medicine. At the moment of the reconstitution the plunger of the syringe doesn´t permit the dilution and the medicine scapes from the syringe. Another unit was already provided to the patient to not interrupt the treatment. The client reported that there weren´t direct contact at the moment of the leak and the manipulation of the product was with personal protection item so there is no case of occupational exposure, no adverse event presented.

Manufacturer narrative:
It has been determined that the medical device involved with this complaint actually has material # 47405208, which is a hypak device. This incident will be handled by another division within bd.

Event description:
It was reported that plunger was discovered to be damaged during use with a bd needle 16ga 1-1/2in. The following information was provided by the initial reporter: had a problem with the reconstitution of the medicine. At the moment of the reconstitution the plunger of the syringe doesn´t permit the dilution and the medicine scapes from the syringe. Another unit was already provided to the patient to not interrupt the treatment. The client reported that there weren´t direct contact at the moment of the leak and the manipulation of the product was with personal protection item so there is no case of occupational exposure, no adverse event presented.